Manufacturer narrative:
Pump received with cracked bleeding lcd, cracked belt clip slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was dropped and is cracked at the bottom of the display screen. The customer's blood glucose reading was 159 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.